Manufacturer narrative:
(B)(4). Evaluation summary: upon inspection and analysis of the unit, field service engineer (fse) verified unit and it passed prime/tune without error, verified vacuum calibrations, checked vacuum transducer and fse was unable to duplicate unstable chamber. Per customers request fse performed a 2012 preventative maintenance. Per fse unit complies with all amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.

Event description:
It was reported that during phacoemulsification, the doctor experienced unstable chamber which resulted in broken capsule of the right eye. Doctor performed a vitrectomy. Doctor reported patient's pre-existing conditions to be sleep apnea and lupus. Case was completed and no ongoing issues were reported.